Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. P-waves could not be seen in the transmission. Further review of transmissions revealed that the implantable cardiac monitor displayed false atrial fibrillation episodes due to far-p oversensing. Programming changes were discussed but not performed. The patient status was unknown.